Event description:
The clinician reports the implant was inserted (b)(3) 2023 in ada 30. Details of surgery: nerve encroachment. On 2023-10-17, non-osseointegration was verified. The device was forwarded to the manufacturer. There were no reported patient injuries or complications.